Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraine") and coccydynia ("pain in tail bone"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and migraine outcome was unknown and the coccydynia had resolved. The reporter considered coccydynia, medical device removal and migraine to be related to essure. Concerning the injuries reported in this case, the following one was described in patient¿s social media: migraine, medical device removal, tail bone pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case was upgraded to serious incident. Event "medical device removal" and "pain in tail bone" added. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.